Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 3.50 x 20 synergy" drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcification and angulation, and the stent was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis without the manifold/strain relief hub. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 122.5cm proximal to the distal edge of the device tip. The portion of device proximal of the break site including the strain relief and manifold hub not returned. The break occurred at a site 21.5cm (+/-5cm) distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed-returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 3.50 x 20 synergy" drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcification and angulation, and the stent was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.